Event description:
Catheter was used as pre-dilatation balloon at 6 atms. Device was used to post dilate another co's stent, balloon burst at 14 atms.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited a 1.4 cm long, axially-directed tear, .6 cm proximal to the distal tip. Microscopic examination: further evaluation using scanning electron microscopy (sem) revealed evidence of external surface abrasions intersecting and adjacent to the tear edges. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.